Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the pin remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, a rosa tracker pin broke and was left in the bone.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 an x-ray picture was provided and showed the following: the right knee arthroplasty implants are anatomically aligned. There is no fracture or dislocation. There is no evidence of implant loosening. On the lateral view, there is an apparent femoral pin fracture fragment well above the prosthesis. This correlates with the reported patient event. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. The root cause of the broken pin could not be determined precisely with the information available. Possible contributing factors are excessive force and/or off-angle application during insertion/removal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.